Event description:
Pt infusing vancomycin 1.125 grams in 250 ml ns in baxter infermate product # 2c1722k. Device ruptured with measured amount of 17 ml remaining to be infused. Hard plastic external container was intact, the internal latex bladder ruptured. Pt states that during past infusions, the internal shaft of the device has become snagged on the outer latex bladder, but usually releases. This time the internal shaft remained snagged and resulted in the bladder rupturing. Dates of use: (B)(6) 2010. Diagnosis or reason for use: infected right shoulder.